Event description:
Caller states that customer received a result of 300 mg/dl on the device and was given his sliding scale insulin. Approximately an hour later the customer tested at 101 mg/dl on the device and was vomiting. The paramedics were called and tested him at 30mg/dl approximately and hour later and administered a dextrose IV. He was transported to the hospital admitted and released 3 hours later. Quality controls were used and fell outside acceptable limits. Requested return of suspect device and replacement was sent.